Event description:
This pt was implanted with a gore excluder bifurcated endoprosthesis on (B) (6) 2004. It was reported to gore that the pt now has a proximal type I endoleak and aneurysm enlargement. No further info was provided.

Manufacturer narrative:
Additional info has been requested.